Event description:
Adverse event(s): "pt harm is unk" (no known impact or consequence to pt). A surgeon reported that 23 gauge vitrectomy probes were blocked during surgery with no system messages given. This was reported to have occurred with several pts. This is the third of three reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).